Manufacturer narrative:
Additional information was received, device explant date and the device is not available for return was provided. D9 was updated.

Manufacturer narrative:
D1 brand name was updated. D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related per clinical information that an additional hemostatic suture placed and bleeding stopped.

Event description:
Clinical rationale: an impella rp flex was inserted via the right femoral vein in a 26-year-old female patient with post-operative cardiothoracic surgery¿related cardiogenic shock, presenting in scai stage e shock. During the procedure in the cath lab, clinical staff observed bleeding at the insertion site, prompting placement of an additional hemostatic suture, after which the bleeding stopped. No device removal was required, and no replacement was requested. The patient was noted to have disseminated intravascular coagulation (dic), identified as a contributing factor. Target act was maintained throughout support, and there was no active infection at case start, though end-organ failure was present. There were no indications of thrombus in the right atrium or vena cava, no recent venous-line manipulation, and no history of dvt. Product return was not requested. The patient remained hemodynamically supported and was stable on impella rp flex support at the time of reporting. Based on the available information, the bleeding appears consistent with access-site¿related injury exacerbated by underlying dic, rather than a malfunction of the impella rp flex device. Hemostasis was achieved with suture placement, and there is no evidence of device performance failure. Final assessment remains pending gfe determination and any additional clinical updates.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.